Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the proximal rca. During removal from the non-philips guide catheter, the distal tip separated and was lodged in the rca. To retrieve the separated piece, an 0.035" standard j tip guidewire was inserted through the guide catheter, and was removed successfully in its entirety with the guide catheter. This adverse event and product problem is being submitted due to the tip separation requiring intervention.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks b6-b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.